Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified creases, one linear opening, and brown particles in device outer surface. Leak test and microscopic analysis were performed which identified one sharp opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was one sharp opening assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.